Manufacturer narrative:
Investigation results: no abnormalities are found in the process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Since no defective sample has been received for relevant tests, and the specific states of the broken catheter cannot be identified, so the root cause of the breakage of the catheter cannot be confirmed, and the plant will continue to follow up the complaint.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn ec slm npvc catheter broke / separated after placement patient, following medical instructions, received infusion via a closed-system indwelling needle. The needle packaging was intact, not expired, and the needle body showed no abnormalities. Venipuncture was performed, and the needle was securely fixed. Normal use commenced on december 15. After completing the infusion at 18:00, the line was routinely capped with no abnormalities noted. During the 21:40 ward round, the patient was found holding the indwelling needle, with the needle tip fractured and 2cm missing. The physician was immediately notified. A bedside ultrasound revealed no abnormalities. At 22:30, the fractured needle tip was located on the ward floor. This was confirmed with the family in person. Following discovery, the incident was promptly reported to the equipment department to investigate the cause. Family education was provided, nursing rounds were intensified, and the closed-system IV catheter was retained for subsequent contact with the manufacturer to verify the consumable issue.